Event description:
On (B)(6), the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving from her dario meter inconsistent bg readings towards the end of thirty days of usage. The user also reported that she compares the bg readings that she receives from her dario meter with a non-dario meter, testing at the same time, and using the same drop of blood. The user stated that after opening a new cartridge of strips, the user receives a 10 mg/dl difference in bg readings between her dario meter and her non-dario meter, however several weeks later, the user receives bg readings with a 50 mg/dl to 100 mg/dl difference between her two meters. The user further reported that her a1c results are more aligned with the bg readings that she received from her non-dario meter, which are lower than the bg readings that she receives from her dario meter.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that when the issue occured, the user received a bg reading of 125 mg/dl from her dario meter compared to a bg reading of 150 mg/dl from her non-dario meter. The user also reported that on (B)(6) 2025, she received a bg reading of 267 mg/dl from her dario meter compared to a bg reading of 147 mg/dl from her non-dario meter. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, no response has been received to date. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.